Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three years, eleven months and twenty-four days post a port placement via the right internal jugular artery, the port was allegedly non-functional. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided. The medical record alleges that the bard implantable port was placed at the level of right internal jugular vein. The implant procedure was taken place at the left neck, with the help of ultrasound guidance an guide wire was placed at superior vena cava, through a introducer sheath the catheter was threaded into superior vena cava and the port was placed in the port pocket and connected to catheter at left chest. Post placement of port the fluoroscopy image shows the port-a-cath was in good position and a good flow was obtained when the port was flushed. On the same day an x-ray of chest was performed shows the port-a-cath was present with the tip along the anticipated course of the superior vena cava. Approximately after three years and eleven months later the port-a-cath was removed due to non-functioning. The submitted medical record doesn't have objective evidence of suction problem and flushing difficulty, hence the investigation remains inconclusive for the reported suction problem and flushing difficulty. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three years, eleven months, and twenty-four days post a port placement via the right internal jugular artery, the port was allegedly non-functional. Reportedly, the port was removed. There was no reported patient injury.